Event description:
It was reported that the procedure was to treat a pre-existing dissection in the superficial femoral artery (sfa) with 80% stenosis. The 6 x 120 mm supera self expanding stent system (sess) was advanced to the lesion and during deployment the stent elongated into the sheath and release of the stent was unable to be activated. The nose cone separated. The sheath and a non-abbott implant were removed and a snare was used to retrieve the nose cone. The case was delayed in order to retrieve the nose cone. Non-abbott stents were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment, the introducer sheath was too close and the stent inadvertently deployed/elongated in the introducer sheath, ultimately resulting in the reported activation failure. Further manipulation in attempts to remove the compromised device likely resulted in the reported material separation of the nose cone/tip. As reported by the account, the case was delayed and a snare was used to retrieve the nose cone. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.